Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using the tsw35 from kit# fd050 the surgeon fired the device one time and the device worked properly. Upon reloading and firing the device the device did not fire. A new fd050 kit was opened and the tsw35 was fired. The device fired properly on the first firing. Upon reloading the second tsw35 and firing, the device did not work properly. The surgeon opened the pt to complete the case. The devices were not saved by the hosp.